Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned.

Event description:
Allegedly, the patient underwent a supracervical hysterectomy, appendectomy and lysis of adhesions procedure during which a laparoscopic power morcellator was used and following the surgery a pathology examination she was diagnosed with cellular leiomyoma. On (B)(6) 2007 she underwent a right salpingo-oophorectomy, resection of abdominal and pelvic masses and bladder wall repair. The pathology specimens revealed leiomyosarcoma.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.